Manufacturer narrative:
The customer stated that alleged issue of the trolley arms on power load system being stuck in the high position and will not lower was due to a user error. The customer stated that after contacting the field service representative who instructed the customer on the correct procedure of load/unloading the cot, the issue was resolved. The customer could not identify and provide the serial number of the unit.

Event description:
It was reported by service report that the trolley arms on the power load system are stuck in the high position and will not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the trolley arms on the power load system are stuck in the high position and will not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.